Manufacturer narrative:
(B)(4). D10: medical product: unknown oss tibial poly bearing: catalog#ni, lot#ni; unknown oss poly bumper lock pin: catalog#ni, lot#ni; unknown oss reinforced yoke: catalog#ni, lot#ni; unknown oss poly tibial bushing: catalog#ni, lot#ni; unknown oss rs poly femoral bushings: catalog#ni, lot#ni; unknown oss rs axle: catalog#ni, lot#ni; unknown oss rs segmental femoral component: catalog#ni, lot#ni. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an orthopedic salvage procedure on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to component failure. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual inspection of the returned diaphyseal segment exhibits signs of use and is fractured. Further analysis of the device showed fatigue striations and ductile dimples which suggests a fatigue fracture which progressed to overload fracture. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a third party healthcare professional which state that the femoral diaphyseal segment has fractured at its junction with the distal femoral component, and the distal femoral component is displaced laterally by nearly 1 shaft width. The reported event was confirmed by review of provided radiographs. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an orthopedic salvage procedure. Approximately four (4) years post-implantation, the patient underwent revision surgery due to fracture of the taper on the diaphyseal segment at the femoral insertion point as well as fracture of the wings on the tibial yoke. Affected components were replaced without reported complication. Due diligence is complete and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d1; d4; d6a; d9; d10; g3; g4; h2; h4; h6; h10; h11. D10: medical product: oss reinforced yoke: catalog#150493, lot#601850; oss rs poly fem bushings set/2: catalog#161034, lot#354040; oss rs 7 cm mod seg fmrl-rt: catalog#161011, lot#588790; oss rs axle: catalog#161035, lot#514330; oss poly lock pin: catalog#150478, lot#483570; oss poly tibial bushing: catalog#150476, lot#949890; tibial central cone size fixed tibia: catalog#42545000508, lot#64815919; oss tibial poly bearing 20mm: catalog#150414, lot#171430; oss cemented im stem 15x300mm: catalog#150379, lot#121070; bead tip guide wire 3.0x98cm: catalog#27922, lot#468870; bead tip guide wire 3.0x98cm: catalog#27922, lot#698440. The product has been received for further evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.